Manufacturer narrative:
Review of the manufacturing and sterilization records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been made available for tracking, trending and follow up. Per the instructions for use, adverse reactions section, the following is identified: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
The patient underwent sacrocolpopexy and a gore-tex soft tissue patch was implanted (B)(6) 2011. It was reported that approximately 10 months post implant, the patient developed vaginal vault abscess needing laparotomy and removal of the gore-tex soft tissue patch. At a later date, the patient was found to have incisional hernia and multiple vesico-vaginal fistula. Subsequently, the patient has undergone surgical procedure for repair of incisional hernia, partial bladder excision, and re-implantation of ureters.